Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, prialt, and marcaine (concentrations and doses unknown) in an implanted pump for intractable spasticity and multiple sclerosis. In 2013, a tear occurred in the catheter; pump and catheter were replaced. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, any symptoms related to the catheter tear, and if the cause of the tear was determined.